Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device photo analysis: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Capsular contracture-breast: unable to observe since it is not related to the device. Rupture-breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Malposition-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade IV.

Event description:
Healthcare professional reported right side device rupture, capsular contracture, baker grade IV, and ptosed right mammary implant. The device has been explanted with a complete capsulectomy.

Event description:
Healthcare professional reported, right side device rupture. Capsular contracture, baker grade IV. And ptosed right mammary implant. The device has been explanted with a complete capsulectomy.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, broken on posterior side assessed, as unidentified (tear) opening. Shell thickness within specification. Malposition: unable to observe, as it is not related to the device. Capsular contracture: unable to observe, as it is not related to the device. As per the investigation procedure: the missing shell, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.